Event description:
Report 1 of 2 received of blood spillage from a suction canister. It was reported that the nurse was removing the suction canister from the support holder and the lid came off. Reportedly, a large amount of bloody fluid spilled onto the nurse and operating room floor. The involved staff member showered and changed scrubs. The incident caused a "slight delay of surgery" due to the decontamination of the operating room. Though requested, no additional info was received.